Event description:
The customer contact reported an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department with a note that stated, "pump malfunction battery charger timeout." No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed the customer's complaint. During testing, the device alarmed e321 (battery charger timeout) error code. This was due to the battery. The device has been identified a part of a product recall. Customer notification dated 03/01/2013. This report represents all the information known by the reporter upon query by hospira personnel.